Event description:
The manufacturer received information related to everflo device that the device was serviced by the third-party service center. During the evaluation of the device, the service technician confirmed that power cord was burnt. Additionally, integrated canister was replaced. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.this event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.